Manufacturer narrative:
H3 other text : the device has yet to be returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator screen turned dim and the device stopped operating. The device did not power on for at least 10 minutes after the power button was pressed, and when it did turn on it did not operate as usual. No alarm sounded at the time of the event. The patient was transported by ambulance and was urgently admitted to the hospital. Hours later the patient was discharged with a rental trilogy evo device. Type of medical intervention was not specified. Additional information was received that a similar event happened the day before the reported event. At that time the patient was just suctioned, and the screen turned dim. At this event it was reported that the menu access was limited, and the auto lock was off. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported, the manufacturer received information alleging a ventilator screen turned dim and the device stopped operating. The device did not power on for at least 10 minutes after the power button was pressed, and when it did turn on it did not operate as usual. No alarm sounded at the time of the event. The patient was transported by ambulance and was urgently admitted to the hospital. Hours later the patient was discharged with a rental trilogy evo device. Type of medical intervention was not specified. Additional information was received that a similar event happened the day before the reported event. At that time the patient was just suctioned, and the screen turned dim. At this event it was reported that the menu access was limited, and the auto lock was off. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. The issues of the screen turned dim, and the device stopped operating, or the power did not turn on when the power button was pressed were not duplicated by operational checking performed. The alarm/event log shows that the power button was pressed intermittently and then the device started ventilating. It was confirmed that neither an error code indicating a device failure nor a log on a serious event was recorded during the time". "Confirmed in the waveform data that airflow was being delivered and that operation to make the unit standby status was recorded at the same time, thus it has been determined that airflow sopped due to the above". The display was replaced preventively, to address the issue, since it cannot be ruled out that the screen became dim at the time of the event. Additionally, the device failed the item of checking on fio2 sensor, and it was confirmed that the inlet line proximal filter on the fio2 return side was contaminated. Therefore, inlet line proximal filter was replaced to address the issue not related to the initial complaint.